Manufacturer narrative:
Correction b5: additional information received that the patient underwent spinal surgery and the device was in the field of sight for the surgery. Therefore, this event is no longer reportable.

Event description:
Additional information received that the patient underwent spinal surgery and the device was in the field of sight for the surgery. Therefore, this event is no longer reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's system was explanted during a spine surgery for an unknown reason. No further information is available at this time.